Event description:
It was reported that the right ventricular (rv) lead exhibited rising and unstable thresholds. It was also reported that the right atrial (ra) lead exhibited high thresholds. The rv lead was repositioned into the lower apical septum and remains in use. The ra lead was also repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.